Event description:
The patient reported that the keypad buttons became intermittently unresponsive three days ago. He stated that he was able to reboot the pump and the buttons would respond again, but today the keypad buttons are not responding at all.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.